Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.. Reference MFR. Report: 1627487-2016-00588. The patient received two octrodes in (B)(6) 2010, however, the model and lot numbers are unknown at this time. It was reported the patient experienced ineffective stimulation (date of event is unknown). The patient stated hurting his back approximately a month ago. Reprogramming was unsuccessful as only partial stimulation could be restored. Subsequently, surgical intervention was undertaken wherein the entire system was explanted and replaced. The ipg was electively replaced. Stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4)

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00588.

Manufacturer narrative:
Therapy date for the scs anchor has been updated with the correct implant date.

Event description:
Device 1 of 2.reference MFR. Report: 1627487-2016-00588.upon further review of the patient's device information, it was identified that the patient has two 3186 leads with the same lot number. Device 2 was inadvertently submitted initially as the lot number was unknown.